Event description:
It was reported that there were coupling and/or communication issues and the patient was unable to make adjustments with the antenna attached. It was noted that the patient charged her device a month or so prior to the report and it had been a while since the patient felt stimulation. The antenna locator feature was used but it had no effect. The reporter indicated that the patient had 3 back surgeries for medtronic therapies and the implantable neurostimulator (ins) helped her. However, the patient could tell when the battery was getting low. It was noted that the patient was in a car accident a week and a half prior to the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).